Manufacturer narrative:
Analysis found no abnormalities with the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that when using the digital preamplifier in the initial procedure of a bridge corner brain tumor resection (right lateral decubitus position), recognition error of device input "22, 23, 30 and 31" occurred. After reinserting the electrode on the patient's side, verification comparing with other numbers was performed. When correctly recognized, electrodes were input into the above 4 numbers, recognition failure occurred. The threshold was low at 1.0 ohms or less. It was not on simulation mode. Inspection items were abr and trigemg, and the above 4 numbers were applied to emg. Besides that, em was used with s7, but the em emitter came off during the inspection. The hcp noted that it was the first time the device was used. There was no delay in the procedure as a result of this event. The procedure was completed using a back-up device. There was no known patient impact reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On follow up, it was reported that there was no patient impact.